Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose at the level of 479 mg/dl. Customer reported that the insulin pump had a blank display. Customer declined troubleshooting for high blood glucose. Customer was advised a replacement will be spent.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays were noted.